Manufacturer narrative:
(B)(4).

Event description:
The customer stated that ise electrodes were changed on all three of their cobas 6000 c (501) module - c501 analyzers on (B)(6) 2018. The customer stated that since this time they have been having issues with their ise tests on these analyzers. On one c501 analyzer, the customer stated that they had erroneous initial results that were reported outside of the laboratory for one patient sample tested for ise indirect na, k, ci for gen.2 (sodium, potassium, chloride). The sample was repeated on a different c501 analyzer and the repeat results were believed to be correct. The sample initially resulted with a sodium value of 121 mmol/l, which repeated as 145 mmol/l. The sample had an initial potassium value of 4.16 mmol/l, which repeated as 5.47 mmol/l. The sample had an initial chloride value of 122.8 mmol/l, which repeated as 104.6 mmol/l. The patient was not adversely affected. The sodium electrode lot number was g10, with an expiration date of 28-jan-2019. The potassium electrode lot number was n97, with an expiration date of 23-feb-2019. The chloride electrode lot number was u61, with an expiration date of 12-feb-2018. The customer changed the reference electrode on (b)(5) 2018. The field service engineer determined that there was a fluidic failure of the analyzer. He found a pinhole in the ise pinch tubing. He cleaned the rinse mechanism and vacuum tubing. He replaced the pinch tubing. He ran calibration and calibration passed. He ran precision studies and these were within specifications.